Manufacturer narrative:
Product ID: 8731, serial# (B)(4),implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back syndrome. It was reported that the patient had a back surgery and the surgeon "cut the tube" so the patient was not getting any meds. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
The evaluation code-conclusion has been changed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-aug-23. The patient reported they were having a back compression surgery last (B)(6) (2017) when their catheter was sliced. As previously noted, the procedure was unrelated to her pump therapy. The patient reported when their doctor scheduled a dye test two weeks earlier (relative to the date of the report, (B)(6) 2018) to check their catheter, the doctor used fluoroscopy, and the patient was told the drug had been going into her tissue and not the intrathecal space. It was indicated this had been occurring since the procedure in (B)(6) 2017. The patient reported their pump was put into a ¿dormant state.¿ the pump was programmed to a very low dose on (B)(6) 2018 because the doctor wanted to see how the patient did with their pain after their back surgery was done in (B)(6) 2018. The patient did not wish to stop using the pump therapy and wanted to consult with another doctor about her pain management needs. Physician listings were provided for the patient. No symptoms were reported.

Event description:
Additional information was received from the patient via the manufacturer¿s representative (rep). The drug being delivered was 100 m cg/ml sufentanil at 22 mcg/day. It was reported that sometime in november of 2017 that an unknown doctor accidentally cut the catheter during a back surgery unrelated to pump. She reports that the dura was sutured shut and the remaining catheter was left outside in tissue. The catheter and pump were evaluated under live fluoroscopy on (B)(6) 2018 and the ir doctor confirmed catheter was not in intrathecal or epidural spaces. The pump was put in minimum rate on (B)(6) 2018 by a new managing doctor. The patient is undergoing spine operation today (B)(6) 2018 and plan is to ¿strip¿ catheter and keep pump implanted. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the healthcare professional (hcp) has no further information for the manufacturer. No surgical intervention had occurred, but it was planned and scheduled for (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (b)(6( 2005. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the issue had not been resolved due to the patient having difficulty locating a healthcare provider (hcp). No further complications have been reported as a result of this event.